Event description:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a hybrid cryo carto atrial fibrillation procedure, there was an adverse event. The reported that while they were ablating the posterior roof area, as they moved over to the left side vein appendage ridge, they noticed the patient's blood pressure had dropped. They looked on intracardiac echocardiography (ice) and discovered a pericardial effusion. They then began removing all other catheters in the body. They used their intracardiac ice to confirm the pericardial effusion. They drew blood and prepared the patient to head to the operating room (or). They reported that the effusion itself, the blood loss from the effusion, and the patient's drop in blood pressure were the only patient symptoms that the patient displayed. They reported that as they were drawing blood from the effused area, the patient's blood pressure did go back up before the patient was transferred to the or. They reported that they were unsure if any further medical intervention was performed. The caller could not provide any further medical intervention information and could not confirm the patient's current status once they left the room and went to the or. They used a pentaray catheter prior to the adverse event earlier in the case. They reported that at the time they discovered the adverse event, the soundstar catheter, the smarttouch sf catheter, the vizigo sheath, and the webster cs (reprocessed by a different company) were all in the body. On 24-may-2023, additional information received indicated the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse is that it was procedure related, too much force was applied on the posterior wall. Pericardium was drained before patient was taken to the or. By the time the patient arrived in the or, there was much less effusion. The patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event, patient stay was extended due to post-op. Other relevant history included the patient having had a prior cryo ablation done around the veins, prior to rf ablation the same day. All force visualization features were used; graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used was range: 1mm change, time: 6 seconds, force over time (fot) 65% at 6g. Additional filter used with the visitag was respiratory gating was used. Average (average impedance drop was used). Generator information was a smartablate system rf generator. The original information did not provide clear details regarding what ablation was being performed as the reporter indicated hybrid cryo ablation procedure was occurring. Biosense webster products can be utilized for cryoablation procedures for femoral vein/artery access, mapping, and fluid monitoring while a non-biosense webster cryo ablation catheter can be utilized for the procedure. As such, the event was initially assessed as not reportable against any biosense webster device. However, the additional information received on 24-may-2023 clarified the intervention of blood draw was a pericardiocentesis and rf ablation had been performed with a bwi device. As such, the event was reassessed as MDR reportable based on the new information received.

Manufacturer narrative:
On 13-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a hybrid cryo carto atrial fibrillation procedure, there was an adverse event. The reported that while they were ablating the posterior roof area, as they moved over to the left side vein appendage ridge, they noticed the patient's blood pressure had dropped. They looked on intracardiac echocardiography (ice) and discovered a pericardial effusion. They then began removing all other catheters in the body. They used their intracardiac ice to confirm the pericardial effusion. They drew blood and prepared the patient to head to the operating room (or). They reported that the effusion itself, the blood loss from the effusion, and the patient's drop in blood pressure were the only patient symptoms that the patient displayed. They reported that as they were drawing blood from the effused area, the patient's blood pressure did go back up before the patient was transferred to the or. Additional information received indicated the adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse is that it was procedure related, too much force was applied on the posterior wall. Pericardium was drained before patient was taken to the or. By the time the patient arrived in the or, there was much less effusion. The patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse is the procedure, too much force was applied on the posterior wall. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).